Event description:
Additional information was received indicating the malfunction occurred during testing.

Manufacturer narrative:
Other, other text: additional information: a1,b5, h6( patient code).

Manufacturer narrative:
Other, other text: additional information: h6, h10: device evaluation: one smiths medical cadd solis vip pump was returned for analysis with the downstream sensor seal bubbled. Event log history was performed and indicated that system fault was recorded in history. During analysis, the reported issue was unable to be duplicated. Service reloaded/installed software as a precaution. Based on the evidence, the complaint was not confirmed, and no fault was found.

Event description:
Information received indicating that the cadd solis vip pump gave error code 46442. No adverse effects reported.